Event description:
It is reported that as the scrub tech was inserting the distal tip of the humeral stem inserter into the trial, the distal tip snapped off.

Manufacturer narrative:
Evaluation summary: the device history is intact and indicated that the part was manufactured and inspected per specification. The device has a potential field age over one year. Breakage might have been caused due to application of repeated impact loads during its use. Cause cannot be definitively determined. The returned tm humeral inserter exhibits fracture damage to the post on the distal end of the device. The fractured post was returned with the complaint for review. The post shows signs of use and the body of the inserter exhibits strike marks below the head of the device. Scanning electron microscopy analysis sem analysis indicates the fracture occurred from repeated impact loading. Energy dispersive spectroscopy analysis confirms the device material composition. Sem and eds analysis are included in the complaint packet. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for MFR's guidance document published by the FDA in 1997.